Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina and thrombosis are listed in the (B)(4) xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, the patient was experiencing angina and a 75% stenosed lesion was observed in the proximal left anterior descending artery. Predilatation was performed and a 2.75x18 mm xience xpedition stent was implanted (10atm x 20 sec x 3 times). Postdilatation was performed and good expansion of the stent was confirmed by intravascular ultrasound. On (B)(6) 2013, the patient was discharged. On (B)(6) 2013, the patient was undergoing rehabilitation when angina occurred. Angiography was performed and thrombus was observed in the stent. The thrombus was aspirated and dilatation was performed for treatment. After waiting 5 minutes, angiography confirmed the stent was patent. An allergy test was performed and it was found that the patient has multiple metal allergies. No additional information was provided.